Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 110b (cbit) check vent: proximal pressure sensor auto zero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the error log was reviewed, and the device had the 110b error code. It was then noted that the pins appeared to be aligned under the data acquisition (da) board. A replacement da board would be ordered. A philips field service engineer (fse) replaced the da board to resolve the issue. The error log was reviewed, and no errors were observed. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H10: a follow up with the service engineer (se) was performed, and it was reported that the customer was experiencing the same failure after the data acquisition (da) board was replaced. The device was then returned to philips, and the se reported that the gas delivery system (gds) was replaced. The se then performed all testing on the device, and the device passed all the criteria. The device was determined to be ready for use.

Manufacturer narrative:
The suspected data acquisition (da) board was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure failure from the service. The suspect da printed circuit board assembly (pcba) operates on the standard test bed (stb) without issue or diagnostic code 110b. The suspect da pcba passed pressure accuracy testing as noted in the current revision of service manual. No fault found."

Manufacturer narrative:
The suspected gas delivery system (gds) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech did confirm that the gds did generate error code 110b during standard test bed (stb) operation at the pil. During the trouble shooting process the pil tech verified that the e110b was due to a faulty solenoid 3 of the gds. The log that was taken during the troubleshooting process shows that the solenoid is stuck in the deenergized position. Faulty solenoid 3 was verified to be faulty."